Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.   (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient acquired hemophilia factor viii with inhibitors.